Event description:
Pt had a vigor rd 1230 pacemaker paced in 1998 for complete heart block and is quite pacemaker dependent. In preparation for sinus surgery, a magnet test showed rate of 100, ie, normal. During the sinus surgery, a magnet was placed on the pulse generator but when cautery was used, the device had no output. Subsequent interrogation showed battery voltage of 2.75. The device was explanted exectively in 2003.